Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The manufacturing record of the subject device was reviewed with no irregularity relating to the phenomenon. The exact cause of the event could not be concluded at this moment. If additional and significant information becomes available, this report will be supplemented.

Event description:
Olympus was informed that the subject device was tested positive after routine microbiological tests at the user facility. The first time, micrococcus was detected, the second time, micrococcus, environment fungus and acinetobactor lwoffii were detected, and the third time, staphylococcus hominis, staphylococcus warneri and mold were detected. There was no patient injury reported.

Manufacturer narrative:
This supplement report is submitted to report additional information. The device referenced in this report has been returned to olympus (B)(4). The subject device was sent to an independent laboratory, and the culture test was conducted for the subject device. The test result showed that 3 ufc of bacillus sp. Was detected from biopsy channel of the subject device, and 2 ufc of bacillus sp. And corynebacterium were detected from the aspiration channel of the subject device, therefore total 7 ufc of microorganisms were detected. The test result was over the criteria of french guideline, 5 ufc. If additional and significant information becomes available, this report will be supplemented.